Manufacturer narrative:
Device evaluated by manufacture: the device was returned for evaluation. Visual & microscope inspection revealed that the spring tip was observed detached. A media inspection was performed to the media provided; evidence that could relate to the alleged failure was encountered. No other issues were identified during the product analysis.

Event description:
It was reported that rotawire separation and perforation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca) segment 2. A rotawire drive and a 1.25mm rotapro were selected for use. The rotapro was prepped and platformed at 210,000 rpm outside the patient. During the procedure, non- boston scientific microcatheter was used, but it was unable to cross lesion. Then, the rotawire was delivered bare for the ablation with rotapro burr. After the rotawire and burr advanced, the rotation speed was adjusted, however, the rotation speed was at 180,000rpm and the speed did not increase. Therefore, re-adjustment as well as cocktail confirmation were performed. However, it was noted that the rotawire detached into two locations which were right before the rca segment 2, and y-shaped connector of the rotation speed adjustment, while the burr was on the wire. A non-boston scientific microcatheter was advanced into the body from the separation point for removal, however, the microcatheter came out at the coronary artery. It was noted a perforation at rca segment 2. The detached rotawire could not be removed from the patient. A bailout was performed with a non-boston scientific stent to suppress the perforation point and internal rotawire separation point. The physician's opinion as to the cause of the perforation was that the detachment occurred at rotation adjusting part, it took time to adjust the speed because rotation speed would not increase, so the possibility of spending time for speed adjustment could cause the detachment is not zero, but it is indeed unknown because the burr was not contact with the wire for long time. The physician has no idea what caused the detachment in the patient segment 2. The procedure was not completed due to this event. After the intra-aortic balloon pump was implanted, the patient was stable post procedure, and no further complications were reported.

Event description:
It was reported that rotawire separation and perforation occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca) segment 2. A rotawire drive and a 1.25mm rotapro were selected for use. The rotapro was prepped and platformed at 210,000 rpm outside the patient. During the procedure, non- boston scientific microcatheter was used, but it was unable to cross lesion. Then, the rotawire was delivered bare for the ablation with rotapro burr. After the rotawire and burr advanced, the rotation speed was adjusted, however, the rotation speed was at 180,000rpm and the speed did not increase. Therefore, re-adjustment as well as cocktail confirmation were performed. However, it was noted that the rotawire detached into two locations which were right before the rca segment 2, and y-shaped connector of the rotation speed adjustment, while the burr was on the wire. A non-boston scientific microcatheter was advanced into the body from the separation point for removal, however, the microcatheter came out at the coronary artery. It was noted a perforation at rca segment 2. The detached rotawire could not be removed from the patient. A bailout was performed with a non-boston scientific stent to suppress the perforation point and internal rotawire separation point. The physician's opinion as to the cause of the perforation was that the detachment occurred at rotation adjusting part, it took time to adjust the speed because rotation speed would not increase, so the possibility of spending time for speed adjustment could cause the detachment is not zero, but it is indeed unknown because the burr was not contact with the wire for long time. The physician has no idea what caused the detachment in the patient segment 2. The procedure was not completed due to this event. After the intra-aortic balloon pump was implanted, the patient was stable post procedure, and no further complications were reported.